Event description:
Reporter stated that pt obtained back-to-back blood glucose results of 22.5 mmol/l, 9.7 mmol/l, and 8.8 mmol/l on the advantage system. Reporter noted that pt did not modify therapy based on these values. No adverse event associated with the alleged malfunction was reported. The MFR requested the return of the suspect product and replacement product was shipped.

Manufacturer narrative:
The event occurred in another country.